Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: implant breakage. Event summary: patient was implanted with a hip prothesis on (B)(6) 2013 and revised on (B)(6) 2017 due to implant fracture of the ceramic component. It remains unknown which ceramic component (head or liner) has fractured. Review of received data: medical documents in italian have been received. These documents contain office visit notes, radiological reports and lab results. A large amount of documents concern the patient's condition prior to the implantation surgery on (B)(6) 2013 and are not relevant for this event. The diagnosis prior to the implantation was that the patient is suffering from psoriatic arthritis. This is confirmed by the radiological report which was been performed on (B)(6) 2013. A bilateral coxo-arthrosis as well as a reduced joint. Space was diagnosed. A short implantation report dated (B)(6) 2013 has been received. It is described that the cup of size 52 and the ceramic liner are implanted. After testing with a trial, a fitmore stem 4b ext with a long neck and a 36mm ceramic head are implanted. The joint would be stable and the original length recovered. The post-operative radiological report from (B)(6) 2013 confirmed that the implant is in place. No data concerning the implant fracture has been received. No revision report received. Especially it remains unknown, whether the biolox delta ceramic liner or the ceramic head have fractured. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using rmw for biolox delta head: implant breakage due to insufficient fatigue strength not possible -> a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Implant breakage due to insufficient material thickness leading to implant breakage not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, dislocation, dissociation, implant breakage due to insufficient connection strength between head and stem due to insufficient material properties and/or design not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Reduced performance of implant, implant breakage, abrasive wear due to aging of material not possible -> a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Implant breakage, nerve injuries, vascular injuries due to design specification not met not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. Implant breakage, abrasive wear, dissociation, nerve injuries, vascular injuries due to design specification not met (e.g. Head does not provide feedback during assembly onto stem taper) not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, implant breakage, corrosion, metallosis, dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper) => possible, as it cannot be excluded based on the available information. It remains unknown, whether the information given in IFU (chapter: "warnings", "general instruction for revision of ceramic components" and "assembling the femoral heads") has been considered. Implant breakage, implant surface damage, nerve injuries, vascular injuries due to excessive impaction force when assembling head on stem taper => possible, as it cannot be excluded based on the available information. It remains unknown, whether the information given in IFU (chapter: "warnings" and "assembling the femoral heads") has been considered. Failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation, implant fracture, soft tissue impingement due to inappropriate assembling of head with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head) => possible, as it cannot be excluded based on the available information. Increased wear, damaged implant due to inadequate handling of the medical device in the or leading to damaged device => possible, as it cannot be excluded based on the available information. It remains unknown, whether the information given in IFU has been considered. Failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products not possible -> the implants were found to be compatible. Root cause determination using dfmea for ceramic liner: fracture of ceramic liner caused by head due to liner design - too thin, wrong material, wrong diameter (includes potential to have microseparation) => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Liner fracture caused by stem due to articulating surface wear => possible: this possible cause cannot be excluded since the insert was not received for an investigation. Fracture of ceramic liner caused by head due to use of unapproved (non-ceramic and competitor) head => not possible: the implants were found to be compatible. Fracture of ceramic liner caused by head due to mismatch of head/liner articulation diameters (zimmer delta head) => not possible: the implants were found to be compatible. Fracture of ceramic liner caused by head due to surgeon chooses wrong size liner => not possible: the implants were found to be compatible. Fracture of ceramic liner caused by head due to surgeon does not follow surgical technique => possible: as it cannot be excluded based on the available information. Liner fracture caused by stem due to malpositioned liner => possible: as it cannot be excluded based on the available information. No x-rays have been received. Conclusion summary: it was only reported that the patient was implanted with a hip implant on (B)(6) 2013 and revised on (B)(6) 2017 due to implant fracture. It is unknown which ceramic implant (head or liner) has fractured. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Moreover it remains unknown, whether there has been any contributing conditions related to the event, like a trauma. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately 3 years and 5 months post implantation due to implant fracture. Attempts to obtain additional information have been made; however, no more is available.